Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the reported issue occurred prior to a procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the power supply unit failure and the circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device did not have power due to power supply unit failure, the power could not be turned on due to a circuit board failure, the front panel was damaged, and scratches were noted on the protective glass. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor could not turn on. There was no harm or user injury reported due to the event.